Event description:
Follow-up identified x-ray results confirmed a lead migration. Furthermore, surgical intervention was undertaken on (B)(6) 2015 whereas the original lead was repositioned and an additional lead implanted. Effective stimulation was achieved postoperatively. The issue is resolved.

Event description:
It was reported the patient ((B)(6)) has lost a significant amount of weight and as a result is experiencing discomfort at the ipg pocket site. X-rays have been ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.